Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited failure to capture. It was found that the right ventricular lead had been fractured after the patient sustained a fall. The lead was capped on (B)(6) 2024 and replaced.